Event description:
Reference number: (B)(4). Event occurred in egypt. It was reported that the patient faced bent cannula event on 27-feb-2026 due to which the patient faced hyperglycemia event. The site location was abdomen. The infusion set has been used for few hours. The blood glucose level was high and the patient was treated with insulin pump. No further information available.